Manufacturer narrative:
Zoll has not received the zoll autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. In addition, the customer sometimes could not retract the lifeband. The platform was powered off and on without success. No patient involvement.